Event description:
(B)(4).according to the information received, an end user tried a speedicath catheter which caused him to bleed. He went to the hospital.

Manufacturer narrative:
The product has not been returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. If additional information becomes available a follow-up report will be submitted.